Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
The patient expired due to an unknown cause. The device was explanted and remote monitoring revealed low sensing on the device, most likely due to the patient's asystole. There was no alleged malfunction related to the device.

Manufacturer narrative:
The device was returned following a patient death. Upon interrogation, the device was above eri. Functional testing was performed including impedance, sensing, pacing, and high voltage shock output and the device were normal with no anomalies. No anomalies were found upon analysis and the cause of the death remains unknown.